Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history record revealed no non-conformances for this lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat the proximal left anterior descending (lad) artery. A perforation occurred during use of an unknown balloon catheter. A 3.0 x 16 otw graftmaster was advanced to the lesion to treat the perforation; however, it could not cross the lesion and the stent dislodged and migrated to the distal lad where it was left. The patient was sent for bypass surgery. The patient is still hospitalized but is recovering. No additional information was provided.